Event description:
It was reported that the field representative had an inquiry regarding an electrode advisory. Discussed the possibility that an electrode was in an early portion of the advisory and inquired on optimal programming. This is considered a possible device malfunction. No adverse events were reported.